Event description:
It was reported that the patient was presented for a device changeout procedure. Upon interrogation, it was noted that the right ventricular lead exhibited noise over-sensing resulting in pacing inhibition and the patient experienced several syncopal episodes in the last month. No intervention was performed. The condition of the patient is unknown.